Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges shortness of breath and not getting enough oxygen. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2022-21715 is a duplicate of MDR 2518422-2022-10716 which was filed on (B)(6) 2022. MDR 2518422-2022-21715 was filed on (B)(6) 2022. No follow up report will be filed for MDR 2518422-2022-21715. All reporting for this issue will be reported under MDR 2518422-2022-10716.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-10716. This report was submitted as a duplicate report of the previously submitted report.